Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-04062 the OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation, the results suggests that an accidental failure had occurred on the scope side, or that foreign matter such as dust and chemical residue had adhered to the electrical contacts of the scope connector. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: if the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshooting, tac had the user remove the 180 style video cable, maj-1430, and power off the video system/light source unit, remove the endoscope and clean the connector contacts. The user plugged the scope back in and powered on the equipment but the same error occurred. Another 190 series endoscope was used and the user was able to receive an image with no error message. Tac recommended sending the scope in for service. A review of the light source's history shows the unit was last repaired on october 18, 2017. The investigation is ongoing, if additional information becomes available this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by the user facility that the evis exera iii xenon light source was getting a b30 error message. There was no patient involvement reported.